Event description:
It was reported that a 57-year-old caucasian female patient underwent primary breast augmentation with 425cc mentor smooth round spectrum and experienced breast implant deflation on her right side postoperatively; diagnosed during office visit. The patient has consulted with the healthcare professional. As a result, the patient underwent replacement surgery on (B)(6) 2023. Mentor is aware that the date of implant ((B)(6) 2005) is prior to the manufacturing date (january 1, 2004) of reported lot number 5593723. Follow-ups are in progress, and no response has been received regarding the date. If any clarification or information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 22, 2023, the mentor failure analysis lab received the device for evaluation. On june 28, 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device.. Visual analysis of the returned sample revealed that the spec smooth rnd 425cc breast implant had a crease/fold on the posterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 2.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (lot-5593723). No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 7, 2023, mentor received date of implant same as the date of explant ((B)(6) 2023). Follow-ups will be sent for clarification and supplemental report will be submitted once information is received. On june 13, 2023, mentor became aware that second statement under event description under field b5 under initial submission mistakenly contained incorrect information. The correct statement is as follows: "mentor is aware that the manufacturing date (march 23, 2005) of reported lot number 5593723 is after the date of implant ((B)(6) 2004)." Manufacturer¿s reference number: (B)(4) second statement under event description under field b5 under initial submission mistakenly contained incorrect information.

Manufacturer narrative:
Replacement devices used on june 2, 2023 were catalog number 3501670, serial number (B)(6) on the left side, and catalog number 3501670, serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).